Event description:
The customer contacted heartsine to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. This fault was attributed to a blown fuse. The pad-pak was scrapped by heartsine and the customer was provided with a replacement pad-pak.